Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the reporter on five days later. The reporter stated that the meter was failing control tests on the high side. He performed three control tests and obtained results of 170, 123, and 128; the control range is 93-124. According to the reporter, he was also obtaining high blood glucose results (he does not know any of the results). Some time last month (date and time unknown to the reporter) he took 9 units of humalog, which was based on the meter result. He also takes the humalog at lunch and dinner; and lantus insulin in the morning. Some time after the insulin, he reported having a headache, his heart was pounding and he felt flushed. The reporter denied the patient received medical attention following use of the meter. He drank some orange juice with sugar and felt better soon after. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the reporter alleged the patient became hypoglycemic after adjusting his insulin based on the meter results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.